Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead was explanted and replaced due to externalized conductors.

Manufacturer narrative:
External insulation abrasion was noted at 42.9-43.0cm from the distal tip, consistent with friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 11.4-15.9cm from the distal tip. Insulation abrasion was noted at 46.8-47.4cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 12.0- 13.1cm from the distal tip. The etfe coating was abraded at this location.